Manufacturer narrative:
Final analysis found that the telemetry coil bond wires were broken, due to that the hybrid substrate was found to be loose inside the plastic hybrid support. Further analysis revealed sufficient epoxy around the periphery of the support ledge to hold the hybrid in place under normal conditions. D9 should have been r (B)(4)-2013 rather than r (B)(4)-2013.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted one day post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.